Event description:
Customer reported within the first 24 hours of having the tube cannulated, redness developed around the tube. Customer reported within 48 hours, the neck was red, warm and sensitive to the touch. Decannulation and recannulation of a replacement tube was required. Within 2 days after recannulation, the rash had resolved. Customer confirmed that no additional harm to the pt.

Manufacturer narrative:
There was no failure observed on the returned sample, and the customer reported complaint was not confirmed. (B)(4).

Manufacturer narrative:
(B)(4). The sample associated to this report is expected to be returned for analysis. If the sample is received, a summary of the investigation results will be provided in a supplemental report.